Manufacturer narrative:
UDI, PMA/510k, and serial number/lot number are unknown. No information has been provided to date. A DHR review is not applicable in this case because the defective component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that tripod clamp of all newly delivered warmer devices do not fit on the heavy-duty infusion stand; the previous warmers fit without any problems. No patient involvement reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-27959. The report was submitted in error., corrected data: corrected information provided in h10.